Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements from 684 ohms in 2009 to 1,254 ohms. Intrinsic sensing and pacing threshold measurements were within normal limits and remained stable. Approximately three months later we received information that the impedances had increased again to 1,786 ohms. In addition, pacing threshold measurements had also increased to 2.0 volts at 1.0 ms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.